Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with a neurostimulator for a basic evaluation. The patient reported feeling discomfort yesterday. They took medicine and felt better today. Additional information was received from a trial patient on 2017-feb-26. A lead migration was reported. The patient felt like their wire could have possibly moved due to not feeling stimulation all the time. The patient also mentioned having an episode of diarrhea. It was unknown if the issues were resolved at the time of the report but the patient was noted to be alive with no injury.